Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual, dimensional inspection and 100% assembly final inspection respectively, which would identify issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the palindrome 23 cm catheter was inserted on (B)(6) 2014. The catheter was noticed not to have fastened when removing sutures on (B)(6) 2015 following local guidelines. It was reported that the patient had noticed that the catheter was displaced and pushed it back in. The hospital staff noticed redness but no pus around the insertion point. No other signs or reactions were noticed. The patient was put on antibiotic treatment as a precaution. No sequelae has been reported since incident.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Although a serious injury and a product malfunction did not occur, this report has been filed as a potential serious injury.